Event description:
It is reported that the tip of the flexible screwdriver broke off while it was still engaged in the set screw. All of the pieces were retrieved during the surgery, and the case continued without any incident.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.